Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that when trying to perform a 12-lead, the button did not work. This was associated with what the customer described as a "flash mode." There was no negative pt impact.